Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on the afternoon of (B)(6) 2013. The patient reported obtaining inaccurate erratic readings of "120 and 150 mg/dl" with the subject meter. The cca noted that the patient stated the tests were performed greater than 20 minutes apart. The patient informed the cca that she manages her diabetes with insulin. It is not known if the patient made any changes to her usual diabetes management regimen in response to an alleged inaccurate result she obtained. The patient reported developing symptoms of "cold sweats, diarrhea and nausea" on (B)(6) 2013, at 1:30am. It is not known if the patient associated the symptoms with a blood glucose excursion. The patient denied receiving treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.